Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure, the white right angled lure on arterial oxygenator purge line was cracked which caused leak. Blood loss of 5-10 cc, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 4, 2017. (B)(4). The sample was returned for evaluation. The returned sample was visually inspected. A crack along the female l-shaped connector was found, while still connected to the luer port. A retention sample from the same product code and lot number combination was visually inspected and confirmed to not have any damages or cracks on the l-shaped connector. Replication testing found that this crack appears on the part when the l connector is over tightened on a port. During setup of the circuit, the l connector had likely been over-tightened, causing it to crack. Conclusions code: human factors issue was selected due to excessive handling could cause enough damage or disruption to the part's mechanical integrity resulting in a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.